Event description:
It is reported that the pt experienced an adverse reaction when the bone cement and femoral stem were implanted. The pt experienced respiratory and cardiac arrest. The pt was stabilized and the surgery was completed. In recovery, the pt went into respiratory arrest and experienced a slow heart rate. The pt died.

Manufacturer narrative:
Eval summary: there are no histological reports or operative reports available to assess pt's condition more accurately. The package insert mentions the following: osteoporotic bone in the elderly pt can contain enlarged vascular spaces, which may be more likely to allow marrow contents to enter the vascular system. Pressurization of the bone cement can cause increased intramedullary pressure and allow canal contents to be forced into the vascular system. Excessive pressurization of bone cement should be avoided when combined with the use of a long stem component in the elderly pt, pts with metastatic disease, pathological fracture or pulmonary disease. Length of the prosthesis should be minimized and an uncemented prosthesis should be considered. The use of plug distal to the prosthesis is not known and it is not known if the intramedular canal was meticulously prepared and the blood, fat, tissue and bone debris were removed as possible by means of bone brush and/or pulsating water lavage. No definitive cause can be determined. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications.